Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose over 500mg/dl. It was stated that the customer had problems with gastroenteritis and inflammation of gullet for a week. The customer was experiencing nausea and vomiting. It was stated that the customer was treated with manual injections, but the high glucose was still high after the infusion set was changed. Troubleshooting was performed. The bolus and basal matched with daily totals. A bolus was programmed and the insulin did exit. Performed a high pressure test and passed. The customer's most recent glucose reading was 88mg/dl. It was stated that the customer suffers from gastroenteritis and had problems with the high glucose for a week. Reviewed the alarm history and found no delivery alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.